Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl on (B)(6) 2015. The customer's mother stated they will call back once they have the pump present with them to trouble shoot any issues they may have. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.